Event description:
It was reported that during an implant procedure, the helix of the right ventricular (rv) lead failed to be extended and subsequently became damaged. The physician elected to not use the rv lead and a new lead was implanted. The patient was discharged with no reports of adverse consequences.